Manufacturer narrative:
The reported complaint was confirmed. The user facility's biomedical engineer (biomed) assessed the unit and could not duplicate the reported complaint. The ccp stated that he found that there was a loose connection causing the flow issue. This was a case of user error. The driver motor cable was loosely connected to the centrifugal control unit. After the ccp reseated the connection, the biomed verified that the motor operated correctly. No further issues have been reported on this device. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the centrifugal pump was not running properly. The perfusionist (ccp) did not think they were getting the flow out of it that they should. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on 10/02/2014: the ccp stated that during priming of the cpb circuit, he felt the arterial pump flow rate was less than normal at the usual pump speed used. Since this was during prime and he had plenty of time, the ccp elected to change out both the centrifugal control module and the drive motor. When he was changing out these two components, he noticed the drive motor connection to the control module was loose. The ccp did not know if this loose connection was the cause of the observed reduction in pump flow rate, but he went ahead and changed out both components (as a precaution). There were no other issues the remainder of the procedure. After the procedure, the hospital biomed was not able to duplicate tim's observation. The case was completed successfully, without delay and without associated blood loss. There was no harm observed or reported.